Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastric varices procedure performed on (B)(6) 2025. During preparation of the procedure, it was reported that the lapping element was missing its plastic film, and the nylon thread was loose and not secured in the slot. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used for the treatment of gastric varices. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in managing gastric varices.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h2 (correction): block a1 (patient identifier) has been updated based on the information that was identified on july 3, 2025.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h2 (correction): block d4 (lot number) has been updated based on the information that was identified on september 26, 2025. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation revealed that the suture wire had detached from the ligator teeth. Additionally, the suture wire was found to be severed at its base. No other problems with the device were noted. The reported event of suture detached was confirmed. During analysis, it was found that the suture wire had detached from the ligator teeth. This problem was likely caused by the manner in which the device was handled and manipulated during the procedure. Excessive or improper manipulation without sufficient care may have contributed to the defect. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture wire may have been displaced due to procedural movement. Furthermore, the issue "device difficult to setup or prepare" was reported. Due to the condition of the returned device - specifically, the suture wire being severed at the base - it was not possible to replicate the setup of the ligator housing onto the endoscope. Based on the analysis performed and all the information gathered from the customer, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the gastric varices; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastric varices procedure performed on (B)(6) 2025. During preparation of the procedure, it was reported that the lapping element was missing its plastic film, and the nylon thread was loose and not secured in the slot. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used for the treatment of gastric varices. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in managing gastric varices.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastric varices procedure performed on (B)(6) 2025. During preparation of the procedure, it was reported that the lapping element was missing its plastic film, and the nylon thread was loose and not secured in the slot. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used for the treatment of gastric varices. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in managing gastric varices.